Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was spinal pain. It was reported the pump never helped and the patient was in pain. There was no troubleshooting performed and the pump was removed. There was no out of box failure.